Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer stated she might be receiving over delivery of insulin. The customer's blood glucose was 49mg/dl. The customer has been experiencing low blood glucose since yesterday. Advised customer we are unable to determine what her correct dosage would be and referred her to doctor. Customer stated she will contact her doctor and call us back to troubleshoot if needed.